Event description:
It was reported that this pacemaker had a stored atrial tachy response (atr) episode. Technical services (ts) reviewed device episode data and determined that this was due to far-field oversensing by the right atrial (ra) lead of the ventricular tachycardia (vt) that was occurring on the right ventricular (rv) lead channel. There was under-sensing of the vt signals on the rv lead channel. Examination of the presenting electrogram (egm) on the following day showed that the rhythm had returned to normal. The patient reported occasional fatigue, but it was undetermined if it was related to this episode. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.